Event description:
It was reported that during an interventional procedure in an unspecified artery, an unspecified stent was placed. The nc trek rx 2.0 x 15 mm device was prepped outside the patient anatomy, per instructions for use, and was advanced. There was a small amount of resistance noted as the nc trek was being advanced through the stent, therefore, the nc trek was removed from the patient anatomy without any resistance. Another same size nc trek was used to post dilate the stent to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided. Device returned with distal shaft separated at the guide wire exit notch.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. During device analysis it was noted that the shaft was separated. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.